Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl. Troubleshooting found that multiple cannulas were bent. Customer was advised on proper insertion technique and to return the infusion set for analysis. Customer was also advised that the device would be replaced. Customer declined high blood glucose troubleshooting. No further details given.